Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner and outer insulation of the lead was extrinsically breached due to a cut. There was blood on a defibrillation conductor and it was not obstructed. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was attempted to be placed using a 7 french introducer sheath. The attempt was not successful so the 7 french sheath was removed and a 9 french sheath was used and the lead was placed. The initial pacing impedance measurement through the analyzer was stable at 460-500 ohms; however after the lead was connected to the device the impedance was 320 ohms. Multiple measurements were taken and the physician stated that maybe an insulation breach occurred when the lead was placed through the 7 french introducer. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.